Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes. Two opened trocar hub/cannula assemblies were received. The returned samples were visually inspected. Sample 1 was found to be conforming and sample 2 was found to be nonconforming with a cut in the septum. For this complaint file, the final customer lot was identified and the device history record review indicated the product was released based on the product¿s acceptance criteria. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he experienced leakage from the trocar cannula during a procedure. The surgery was completed after using a trocar plug. There was no harm to the patient. No additional information is expected.